Event description:
It was reported that externalized conductors was noted in patients chart and patient recently had multiple therapies delivered. It is not known if therapies were appropriate or not. Further information could not be obtained at this time.

Manufacturer narrative:
(B)(6). (B)(4).